Event description:
Event verbatim [preferred term] two heat wraps of a 6ct pack had damaged heat cells where the content leaked. [Device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist regarding thermacare heatwrap (thermacare lower back & hip), device lot number s16661, expiration date dec2019. The pharmacist reported two heat wraps of a 6ct pack had damaged heat cells where the content leaked on an unspecified date. Action taken and outcome was not provided. According to pfizer (site) investigational report summary on 27feb2018: the root cause category is non-assignable (complaint not confirmed). The returned samples did not show any obvious defects, no cell pack damage or leaking. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Complaint was not confirmed. Amendment: this follow-up report is being submitted to amend previously reported information: to amend the narrative (no patient was reported)., comment: the event "two heat wraps of a 6ct pack had damaged heat cells where the content leaked" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Pfizer (site) investigational report: investigation summary: the root cause category is non-assignable (complaint not confirmed). The returned samples did not show any obvious defects, no cell pack damage or leaking. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Complaint confirmed?: no.

Manufacturer narrative:
Pfizer albany investigational report: investigation summary: the root cause category is non-assignable (complaint not confirmed). The returned samples did not show any obvious defects, no cell pack damage or leaking. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Complaint confirmed?: no.

Event description:
Event verbatim [preferred term] two heat wraps of a 6ct pack had damaged heat cells where the content leaked. [Device leakage] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), device lot number s16661, expiration date dec2019 , via an unspecified route of administration from an unspecified date to an unspecified date an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced two heat wraps of a 6ct pack had damaged heat cells where the content leaked, on an unspecified date. The action taken with thermacare heatwrap and the outcome of the event was unknown. According to pfizer albany investigational report summary on 27feb2018: the root cause category is non-assignable (complaint not confirmed). The returned samples did not show any obvious defects, no cell pack damage or leaking. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Complaint was not confirmed. Company clinical evaluation comment the event "6ct pack had damaged heat cells where the content leaked" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "6ct pack had damaged heat cells where the content leaked" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.